Event description:
Sales rep (B)(4) reported on behalf of the surgeon dr (B)(6) that the connection retractor/screw broke during the use of the persuader in order to fix the blocker screw.

Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.